Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had air bubbles anomaly. Customer's blood glucose at time of incident was 170 mg/dl. The customer air bubble is top of the reservoir. Customer unable to troubleshoot left her house to her granddaughter's house. The customer stated the she was going to her granddaughter for help on her infusion set inserted and reservoir filled.